Event description:
On (B)(6) 2013, a distributor contacted animas alleging that the up, down, and ok buttons on a device were unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2014 with the following findings: all of the keypad buttons functioned normally. No contamination or any other anomaly was found on the keypad button contacts. The keypad wire was firmly seated in the connector with no signs of damage or contamination visible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).